Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains about "blood leakage alarm" given by the machine at the start of the treatment. Visually, it could not been observed anything. The dialyzer was replaced and therapy continued without problems. There was no harm for the patient and no medical intervention was necessary.